Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device passed functional testing with no anomalies found. (B)(4).

Event description:
It was reported that while the external pulse generator (epg) was in use on a patient, the epg shut off and stopped pacing at battery replacement. The epg was returned to the manufacturer for servicing. The patient had an intrinsic rhythm, and no patient complications were reported as a result of this event.